Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call and reported the motor arm cannot communicate with the main arm and the critical block and inverse critical block did not add to zero alarms. The blood glucose value was unknown at the time incident. Customer stated that the customer is having issues with his pump and batteries are getting stuck sometimes. The customer states that the pump will randomly shut off. Pump also getting a message about calibration not accepted. Troubleshooting was done for blank display. Customer stated the display was not blank less than 30 seconds. Customer stated display is not blank currently. Customer states battery cap is neither damaged nor corroded. Customer advised customer to monitor the pump, and to call back at the time the event is happening so that there can be troubleshooting at the time. Customer transferred to sensor queue for troubleshooting on calibration issue.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm and pump error four alarm are found in the formatted history file due to a software error. Installed and removed a test battery several times prior to testing. Battery installed and could be removed properly. The pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to the printed circuit board during visual inspection. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.